Event description:
It was reported that the physician's (B)(4) handheld computer had been freezing on the "interrogation successful" screen and they were very frustrated. When this occurs, the site performs soft and hard resets and the problem resolves, but they wanted the device replaced. Product has been returned to the manufacturer, but analysis is pending.